Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8 cm distal to the is-1 connector pin. A proximal and distal fragment were received for analysis. The medial fragment (approximately 5 cm length) was not returned. Based on the provided picture and root cause analysis it is reasonable to assume that the clinical observations occurred due to a tight suture sleeve. Additionally, the fixation helix was found stretched and bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to a steady rise in impedance. No adverse patient events were reported. Should additional information be received, this file will be updated